Event description:
It was reported by a customer complaint that the pt was transported to and treated in ER for low blood sugar. It was reported by the pt's family member that in 2004 at 1755, they had delivered a meal bolus of 1.9u. At 1845 they delivered another meal bolus of 0.5u. At 2100 the tubing came disconnected from cartridge. States family member stated she family member did not deliver a correction because pt usually drops at night, therefore they do not mind pt going to bed with a higher bs. At 2300 they heard noises in pt's room. When they went in pt was having a seizure and was unresponsive. States they check pt bs and it was 38. States they gave pt iu glucon and called ems. States when ems arrived, they gave dextrose and took pt to ER. Pt was treated in ER and released at 0400 on 3/19/2004.